Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the allegation by the user's parent's, on the incident day they observed that their son's meter did not recommend the correct bolus amount. The user's parent's measured their son's blood glucose level at 9:39 pm and received a blood glucose result of 16.8 mmol/l, entered zero carbohydrates and obtained a bolus advice of 1 insulin unit. The parents did not administer this bolus. No adverse event was reported.